Event description:
It was reported that during a scheduled transmission review noise resulting in oversensing was seen on the ventricular channel in (B)(6) 2025. It was possible that the noise was electrical. Presenting electrogram (egm) showed a small amount of noise that was not oversensed. No adverse patient effects were reported. The device remains implanted.